Event description:
It was reported that the pt contacted the clinic with pain. Checking the ci, some noticeable problems could be detected (hammer scale when changing maps, whistling noise when dib is connected). Testing revealed strongly fluctuating impedance values at continuous measurement. The pt had got a very strong hit to her head approx 3-6 months ago. The pain occurred around mid of march at the area of the implant, even without wearing the processor and above all when giving pressure to that area.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.